Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt displayed service code 204 (belt/monitor unusable).

Manufacturer narrative:
During investigation a reportable malfunction was found. The belt displayed service code 204 (belt/monitor unusable). The cause for the failure was isolated to high voltage deviated to the distribution node causing the green (+3.3v) and orange (+5v) wire to be shorted. The root cause for the damaged components could not be positively identified. No adverse event resulted from the damaged belt.